Event description:
A pk papyrus covered stent system was selected for treatment. Initially the device would not cross because of guide catheter support. Upon removal of the undeployed stent, it was observed that the stent was no longer on the balloon catheter. Everything was removed and a new guide catheter was placed and the third 2.5/15 papyrus was successfully implanted. They were in a rush to cover the perforation and spent no time trying to find the undeployed stent. It is unknown if the stent was in the catheter removed or remains in the body now.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, discharge summary) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment. Initially the device would not cross because of guide catheter support. Upon removal of the undeployed stent, it was observed that the stent was no longer on the balloon catheter. Everything was removed and a new guide catheter was placed and the third 2.5/15 papyrus was successfully implanted. They were in a rush to cover the perforation and spent no time trying to find the undeployed stent. It is unknown if the stent was in the catheter removed or remains in the body now.